Event description:
It was reported that the patient presented for replacement of the right ventricular lead due to over-sensed noise that resulted in pacing inhibition. It was unclear if the patient was symptomatic. The lead was explanted and replaced. The patient was discharged.